Event description:
The user facility reported that they encountered a pump stop and placement signal issue. The team initially had set up the pump but when it was plugged in, it immediately went to impella stopped / retrograde flow. No aorta waveforms were noted on the automated impella controller (aic) via ic. The ccl team exchanged aic's and attempted again with the same outcome. When the registered nurse (rn) called, I was about to tell them to exchange the catheter, when it abruptly showed an aorta placement signal and alarmed, the impella was stopped and retrograde flow appeared. I advised the rn to start the pump at p4 to assess placement signal and left ventricle waveforms. Normal waveforms and motor current were seen. They were then advised to go to auto and the pump initiated auto and performed as expected. The team was confused on the pump and catheter's functionality.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.

Manufacturer narrative:
D9, h3 updated. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data log review shows with impella stopped ¿ reverse flow alarms with purge metrics working, low snr, low contrast, high gain, no lamp/light issues, and all pump metrics zero. This shows the pump was being read but never turned on. The pump was then unplugged and plugged back in and the new log showed the pump running without issue, 5s parameters nominal. Retrograde flow - their was no defect found with the retrograde flow alarms. Data logs show them triggering correctly while the pump was experiencing air gap issues and not running. Optical sensor issue - the cause of the optical sensor issue was an air gap confirmed by the data logs that resolved after plugging the pump back in. Device history review: the device passed all the post sterile inspection checks.